Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer changed multiple cartridges to resolve the issue. There was no adverse impact to customers blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.